Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of ¿turn off¿ was reproduced. A depressed battery pin contact on the rear case was observed, which could not be restored to its normal position. This resulted in improper contact with the battery, causing the unit to turn off unexpectedly when tested in battery mode and additional, present improper shutdown message on the display. A review of the event history log revealed improper shutdown message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be liquid substance on the back flex battery contact pin which caused depressed battery pin contact. The back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not charging and turned off. This occurred upon power-up in the surgery department. There was no patient involvement. No additional information is available.